Event description:
The reason for call was patient needed to change a program. The rep switched pt's program but it was not working for the pt (about a week ago) and they want to go back to the original program. This report reflects information received by FDA of a form of a notification per 803.22 (b)(2).